Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of the broken pitch cable was attributed to a component failure. A site history was performed and no related complaints were found. A review of system logs showed that the cadiere forceps was last used on system number (B)(4) on (B)(6) 2020 and it had 4 lives remaining based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the cadiere forceps came loose. The procedure was completed and there was no patent injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.